Event description:
It was reported that during preparation for a coronary artery drug eluting stent treatment procedure, damage to the stent was noted. After unpacking the taxus liberte 3.50 x 20 mm drug eluting stent struts were bent at the proximal end. There was no direct pt contact with the device. The procedure was completed with another of the same type of device. There were no reported pt injuries or complications. The pt was "in good condition".